Manufacturer narrative:
The pump had no button error alarm. The intermittent button response was due to moisture damage on the keypad trace. The insulin pump had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that the pump was on her side and she took the battery out and put a new battery in the pump. Customer stated that the buttons will not work. Customer received a button error alarm and cannot clear it. Customer stated that the pump is stuck on the screen when she goes to check the graph. Customer was not operating the pump when the error occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.